Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was additional reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead; 419588 lead, implanted (B)(6) 2011. (B)(4)

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not last longer than expected. The battery voltage came down faster than it should. The device remains in use. No patient complications have been reported as a result of this event.